Manufacturer narrative:
Radiometer investigations have concluded the abl90 flex plus analyzer is working as intended, hence the root cause is no malfunction.

Event description:
According to the complaint the discrepancy between na+ reading two samples from same patient taken 5 minutes apart: on (B)(6) 2024 sample 1 on abl90 flex plus analyzer (B)(6) gave na result = 160 on (B)(6) 2024 sample 2 from same heelprick measured on abl90 flex plus analyzer (B)(6) gave na = 140 (consistent with previous results). Other routine patient comparisons, calibration and qc were all acceptable on both analyzers.